Manufacturer narrative:
Event was reported to have occurred on an unreported date between may 2020 and october 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drugs (dose, routes and frequencies not reported) for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing during treatment and was withdrawn after. No additional information could be provided as the reporter declined follow up.